Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. If the device is received at a later date, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not be conclusively determined. An olympus endoscopy support specialist (ess) has been dispatched to the user facility to provide in-service training to user facility personnel regarding appropriate reprocessing and inspection of endoscopes. The user facility has declined to return the subject device for eval, and has indicated that this was a case of user error. Based upon the info provided, it appears that the subject device was not sufficiently reprocessed prior to use. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that towards the conclusion of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), upon completing the successful replacement of a "clogged stent," the attending physician had intended to stent an unspecified fistula. However, the users reportedly could not get back to the anatomical site for unspecified reasons, and proceeded to abort this portion of the procedure. No pt injury was reported. The subject device was said to have been reprocessed following the procedure. Approx ten days later, the same device was said to have been used for an upper therapeutic procedure on another pt, and the users reported that a stent partially emerged from the distal end of the endoscope as an unspecified model of cytology brush was passed through the channel. The device was withdrawn, and the procedure was completed with a similar, but different device. There was no pt injury reported.